Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. Confirmation of the reported complaint of three warm-up sessions within a span of eighteen hours could not be determined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced three warm-up sessions within a span of eighteen hours. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Data has been received for evaluation but not yet evaluated. A follow-up report will be submitted upon completion.